Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was confirmed through the events log and duplicated during functional check. The combination of xdcr (transducer) faults at power-up with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. The solenoid failed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed xducr/transducer fault alarm,vent inoperable and motor fault. The issue occurred during patient-use and the device was replaced with a back-up ventilator. The customer confirmed that there was no patient harm associated with the reported event.